Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2016, a 21mm trifecta valve was implanted. In (B)(6) 2019, the patient presented with shortness of breath and heart failure and was treated with diuretics. However, the event did not resolve and the patient went into renal failure requiring dialysis. The patient was referred to surgery for endocarditis on (B)(6) 2019. During the procedure, there was no evidence of infection; however, one of the cusps of the valve was observed to be partially detached from the stent post. A replacement 21mm medtronic mosaic ultra valve was implanted and the patient was reported to be stable and was extubated. The patient returned to the ICU and required intubation and was reported to have expired on (B)(6) 2019.

Manufacturer narrative:
Explant was reported due to endocarditis. Patient death was reported to have occurred three days after the explant procedure. The tear seen at explant was confirmed. All three leaflets contained tears. All three leaflets had histiocytes on both the inflow and outflow surfaces. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears, endocarditis, and patient death could not be conclusively determined. Information from the field indicated that the patient was stable after the procedure. The patient's medical history included heart failure and renal failure requiring dialysis.

Event description:
In (B)(6) 2016, a 21mm trifecta valve was implanted. In (B)(6) 2019, the patient presented with shortness of breath and heart failure and was treated with diuretics. However, the event did not resolve and the patient went into renal failure requiring dialysis. The patient was referred to surgery for endocarditis on (B)(6) 2019. During the procedure, there was no evidence of infection; however, one of the cusps of the valve was observed to be partially detached from the stent post. A replacement 21mm medtronic mosaic ultra valve was implanted and the patient was reported to be stable and was extubated. The patient returned to the ICU and required intubation and was reported to have expired on (B)(6) 2019.